Event description:
It was reported that shaft break occurred. A 4.50mm x 20mm synergy ii drug-eluting stent was selected for treatment. However, during the procedure, the shaft of the stent system broke in half. The physician took the stent out and got a different one. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.